Manufacturer narrative:
Event date is estimated. A patient had an ipg replacement was reported to abbott. It was determined the patient's ipg was inoperable and reached end of life. The patient also lost therapy and had experienced lead migration. As a result, an additional lead was added to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:1627487-2023-02942. It was reported that the patient's ipg was inoperable. The patient also experienced a lead migration. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted and replaced and a new lead was added to the patient. Therapy was restored post operatively.